Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that all of the keypad buttons were intermittently responding to button presses and required multiple presses in order to elicit a response. The patient denied that there was damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.